Event description:
Device malfunction: expired stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that an xact freestyle stent was implanted in the carotid artery 2 days past the expiration date. The physician was aware the stent was expired before implantation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) (use after expiration date) - (B) (4). A review of the finished device lot history records did not reveal any non-conforming material records, which could have contributed to this complaint and all released units from this lot met acceptance criteria per on-line reliability-testing. During manufacturing, xact catheters are 100% inspected for any anomalies prior to being packaged. In addition, a review of the query of the complaint-handling database established no similarity to this complaint, which suggests that there are no lot specific product quality deficiencies. The available information does not indicate that the device malfunctioned or the incident is related to a product deficiency. The information indicates that user discretion contributed to the use of the device beyond the expiration date.